Event description:
The facility reported that as the nurse was pulling the lift to the gate in the rail system, she did not notice that the gate and mechanical locking system were opened. The lift just about fell off the track, but the nurse caught it before it fell. There was no pt in the lift. No injuries were reported. (B) (4).